Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reay1366 showed two other similar product complaint(s) from this lot number. Both complaints for this lot number (reay1366) have been reported from the same facility.

Event description:
It was reported that when testing the permeability of the catheter was identified that it was damaged, it was leaking.